Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 8-jul-2016, an fse visited the customer onsite and inspected, cleaned and lubricated all relevant parts. The fse found that the tip alignments were off. He reset all and tested with acceptable results. The customer ran b12 and folate patient samples with no errors observed. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was tip alignments were off.

Event description:
On (B)(6) 2016, a customer reported obtaining error 2207: no tip acquired by sorter with their aia-2000 analyzer. The customer was unable to run beta-hcg, afp, lh-ii and e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg, afp, lh-ii and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.